Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and salpingitis ('fallopian tubes chronic inflammatory changes') in an adult female patient who had essure (batch no. B61392) inserted for female sterilisation. The patient's medical history included pap smear abnormal, rhesus incompatibility, postpartum depression, arthritis, hypoglycemia, meniscus tear of knee, adenomyosis, fibrosis, anemia, uterine prolapse and morbid obesity. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia and salpingitis outcome was unknown. The reporter considered menometrorrhagia and salpingitis to be related to essure. The reporter commented: right side: the number of expanded coils that appeared trailing into the uterine cavity was 5. Left side: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: final pathologic diagnosis : uterus and bilateral fallopian tubes: cervix no significant pathologic abnormalities; endometrium benign endometri um with superficial decidualization; myometrium adenomyosis; serosa no significant histologic abnormality; fallopian tubes chronic inflammatory changes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and salpingitis ('fallopian tubes chronic inflammatory changes') in an adult female patient who had essure (batch no. B61392) inserted for female sterilisation. The patient's medical history included pap smear abnormal, rhesus incompatibility, postpartum depression, arthritis, hypoglycemia, meniscus tear of knee, adenomyosis, fibrosis, anemia, uterine prolapse and morbid obesity. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the menometrorrhagia and salpingitis outcome was unknown. The reporter considered menometrorrhagia and salpingitis to be related to essure. The reporter commented: right side: the number of expanded coils that appeared trailing into the uterine cavity was 5. Left side: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test- on (B)(6) 2016: final pathologic diagnosis: uterus and bilateral fallopian tubes: cervix no significant pathologic abnormalities; endometrium benign endometri um with superficial decidualization; myometrium adenomyosis; serosa no significant histologic abnormality; fallopian tubes chronic inflammatory changes. Batch no: b61392; production date: 2013-08-22; expiration date: 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.